Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was able to clear the alarm and resume insulin delivery. Subsequently, the pump shut off unexpectedly. The customer's blood glucose level was 195 mg/dl. After plugging the pump into a power source, the pump turned on and insulin delivery was resumed.